Event description:
It was reported that during central processing, the force bipolar instrument jaw was broken. There was no report of patient involvement.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the force bipolar (fb) involved with this complaint and completed the device evaluation. Failure analysis confirmed the customer reported issue. The instrument was found to have a broken grip at the grip base. A piece approximately 0.050" x 0.050" was found to be broken off. The broken piece was not returned.